Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 810:11 was found in the pump's event history but not duplicated during product evaluation. The assignable cause was an air in line board out of calibration. Therefore, the pump head module was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump which experienced failure code 810:11 upon power up. During device evaluation, failure code 810:11 was confirmed and interrupted delivery. There was no patient involvement. The software version of this device is currently unknown. No additional information is available.